Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va03nbf, implanted: (B)(6) 2012, product type: lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A consumer reported that over the last 4-5 days the patient had a couple of freezing moments. On the morning of this report, the patient fell on one knee and when they tried to get up with a walker they could not feel anything. The patient's wife had rolled them over to their bed. When the patient woke up, they were not able to move their arms or legs. The patient was able to feel their wife manually move their arms and legs, but they were not able to flex their foot or anything. The patient was very dystonic and their muscles looked very tight and stiff. The reporter had contacted the patient's health care provider (hcp) and the hcp told them to call the paramedics. A manufacturing representative was also contacted. The patient had a device implanted from another manufacturer, but the reporter thought the symptoms were related to the patient's deep brain stimulation (dbs) therapy. A manufacturing representative later reported they had explained how to use the patient programmer to the reporter and the reporter was able to increase stimulation to provide some relief. The patient's indication for use is movement disorders.